Event description:
Customer reported an unexpected negative reaction on the pool_cell assay on the galileo for a patient sample containing a previously identified anti-d. The sample was tested on another galileo and was positive. It was also positive when tested on the tecan instrument. Manual tube testing of the sample using liss demonstrated negative to weak reactivity at the antiglobulin phase of testing. Manual tube testing of the sample using peg demonstrated weak reactivity at the antiglobulin phase of testing.

Manufacturer narrative:
There were no errors associated with the runs on the galileo. Images were retrieved from the customer's instrument and reviewed. The test well that was negative with the sample demonstrated loose fuzzy button reaction. The test well that was positive with the sample demonstrated weak reactivity. The presence of the d antigen was confirmed on retention capture-r ready-screen (pooled cells), lot n100. Customer sample was sent for investigation testing. Pool_cell testing was performed on an in-house galileo with customer's sample; sample was nonreactive. Manual testing was performed with customer's sample using selected d+ cells from retention capture-r ready-ID lots. The sample was nonreactive with all cells tested. Manual tube testing was performed with customer's sample using panoscreen reagent red blood cells and immuadd as potentiator. Cell I (r1r1) and cell iii (rr) were negative in all phases. The sample exhibited very weak reactivity at the antiglobulin phase with cell ii (r2r2). The package insert for capture-r ready-screen (pooled cell) states: "negative reaction will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed." And "antibody screening tests employing pooled reagent red cells will not be as sensitive as those incorporating the red cells of unpooled single donors. Pooled reagent red cells should not be used when the antiglobulin antibody screen is performed in place of the antiglobulin crossmatch."